Event description:
Patient feed tubing came apart in the feed pump. I don't suspect that it had been very long due to there being only a small amount of feed spilled in the pump. I promptly disconnected the tubing from the patient and collected new supplies to continue enteral feeds. Manufacturer response for pump, infusion, enteral, kangaroo (per site reporter). No response as of 12/31.